Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: "upper gs surgery." Event description: "this is a complaint from the market. (B)(4). Please refer to the complaint sheet for investigation. Septum fragmentation. Report from the sales rep. When removing the trocar from patient, a piece of the internal component of the seal fell outside abdominal cavity. The customer mentioned that the septum was torn because a forceps got stuck with something. The cer check list is available. Initial investigation report. One(1) seal without the ddb and one(1) fragment were returned to us and visually inspected. The ddb was removed by the facility for their inspection. The septum was fragmented. The returned fragment(size: 3.0 mm x 1.5 mm) matched the missing section on the septum. No damage was observed with the shield. The unit will be returned to amr for further evaluation. (B)(4)." Patient status: "no patient injury."

Manufacturer narrative:
The seal from the event unit was returned to applied medical for evaluation, along with a rubber fragment. Visual inspection confirmed the complainant's experience of seal component separation. The rubber fragment returned completed the missing portion on the septum, a rubber component of the seal. Based on the condition of the returned unit, it is likely that the reported event was caused by an instrument. Applied medical's instructions for use states that, "extra care should be used when inserting angular and asymmetrical instruments, such as 'j' hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Event description:
Information from the cer check list provided as follows: instruments that were used during the procedure include 10mm rigid telescope, [ultrasonic energy instrument], grasper, dissector. Number of insertion/removal is approximately 10 times. The surgeon removed some of damaged parts after the damage was discovered. Intraperitoneal irrigation was performed at the case. This was the first time that the issue has occurred at the same department/specialty at the hospital.